Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, manufacturing location. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump module never alarmed for ¿occlusion¿¿ was not confirmed during a review of the logs or during laboratory testing. Testing confirmed that the upper and lower pressure sensors were operating within specification. The alaris system maintenance analog sensor task was performed on the suspect pump module to observe the pressure sensor voltage. The analog sensor task showed that the upper pressure sensor's voltage was close to 1v with zero (0) load applied to the pressure sensor pad and close to 5v when force was applied. The suspect pump module upper and lower pressure sensor were found to be within specifications the suspect pump module was tested using alaris system maintenance v12.5 to evaluate its time to occlusion feature. The test confirmed that the module correctly detected and activated the occlusion alarm within the expected timeframe, ensuring timely alerts and accurate medication delivery. The incident administration was not returned for investigation and testing of the item could not be performed the inspection process did not identify any external or internal anomalies with the pressure sensors or with the pump module that could have contributed to the reported issue. Inspection of the administration set could not be performed as it was not returned for investigation. All inspected parts were manufactured by bd. The suspect pump module event and error logs were retrieved from the received device to ascertain programming details associated with the reported incident on september 17, 2025, beginning at 8:44 am and lasting approximately 45 minutes. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. Log analysis confirmed the facility¿s statement: a new administration set was primed and loaded into the device at 8:34 am. Ten minutes later, the pump module was selected and programmed to infuse an unidentified drug at a rate of 90 ml/hr, with a volume to be infused (vtbi) of 90 ml. The infusion began but was paused by the clinician after 7 seconds. The infusion was then reprogrammed with a vtbi of 70 ml and continued to infuse for 47 minutes. The suspect device alarmed kvo (keep vein open) as expected when the infusion completed at 9:31 am, maintaining the same rate of 90 ml/hr and vtbi of 70 ml. No errors or discrepancies related to the reported event were found in the error logs of either the suspect or the concomitant device. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion, nor is it possible to determine what the actual content of the IV bag is from a review of a pump module event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue that the pump module did not alarm for ¿occlusion¿ was not determined, no device malfunction is believed to have occurred laboratory test results confirmed that the upper and lower pressure sensors of the suspect pump module are operating within specification, alarming appropriately within the required occlusion time frame. Log analysis also confirmed that the infusion programmed on the reported date and time was started and completed as programmed by the clinician, without any malfunctions or alarms. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had azithromycin due at 0900. A new medication line was primed and clamped prior to medication administration. The medication was hung and started at 0844, the tubing was still clamped. The large volume pump module alarmed with the medication "finished' but the medication never ran because it was still clamped. The new pumps never alarmed for "occlusion". Per preliminary investigation findings: "while the safety scoop indicated that the lvp did not occlude, further investigation has provided evidence of occlusion events. During testing, we were able to reproduce occlusions on both the patient side and the fluid side. Upon review of the logs there was no occlusion alarms during the period in question. No patient injury. The event occurred 45 minutes after the infusion began, it was clamped on the primary tubing line and the device alarmed medication finished. IV tubing from the event was noted saved, devices are sequestered."

Event description:
"It was reported that the patient had azithromycin due at 0900. A new medication line was primed and clamped prior to medication administration. The medication was hung and started at 0844, the tubing was still clamped. The large volume pump module alarmed with the medication ""finished' but the medication never ran because it was still clamped. The new pumps never alarmed for ""occlusion"". Per preliminary investigation findings: ""while the safety scoop indicated that the lvp did not occlude, further investigation has provided evidence of occlusion events. During testing, we were able to reproduce occlusions on both the patient side and the fluid side. Upon review of the logs there was no occlusion alarms during the period in question. No patient injury. The event occurred 45 minutes after the infusion began, it was clamped on the primary tubing line and the device alarmed medication finished. IV tubing from the event was noted saved, devices are sequestered."""

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.